Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratched lcd window, broken battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that insulin is squirting out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer also reported that the drive support cap is loose and is sticking out of the insulin pump. Customer's blood glucose reading was 428 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.